Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and on the helix/lobe mechanism (sleeve head). It was noted there was a tip seal observation and damaged at implant.

Event description:
It was reported that the right ventricular lead was too short for the patient anatomy. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku